Event description:
It was reported that there was an alert for high out of range shock impedance measurements on this right ventricular (rv) lead. Technical services (ts) analyzed system data and found that the impedance value was 128 ohms with chronically high measurements above 100 ohms for the past year most likely due to patient condition or lead calcification. Ts suggested x-rays and in-clinic evaluation including isometrics and patient maneuvers. No adverse patient effects were reported. Currently, this lead remains in service.